Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical nerve compression and underwent anterior decompression surgery of the cervical spine. During surgery,the set screws slipped. Hence, they had to be explanted. The procedure was completed successfully with a new product. No adverse event was associated with the screws.

Manufacturer narrative:
Product analysis: the screw was returned showing signs of use, hex showing deformation and the threads at the o.d. Of the screw having had the anodization rubbed off from installation. The o.d. Of the screw was checked and meets the print specification. If information is provided in the future, a supplemental report will be issued.